Manufacturer narrative:
The manufacturer has notified the FDA of the recall on 04/13/2010.

Event description:
The caller reported the tracheostomy tube was losing air and would not inflate after it was placed in a patient. A non-routine replacement of the tube was required.